Event description:
The hospital emergency room staff made three attempts to administer countershocks to a patient using the device. Each time the device allegedly failed to discharge. The reporter did not know the patient's outcome.